Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380731-47 console viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site is getting a repeated 40096 error. Technical support engineer (tse) was unable to view logs at time of call. Tse had caller perform hard reboot with no change. Tse had caller reboot the consoles in stand alone mode and one of the consoles faulted out. Site rebooted the system with only the single working console connected and da vinci is ready was heard. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viewer was analyzed and found to have no functional issues when installed on an in-house system. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is linked to the viewer in the console, but unable to trace more specifically since the issue was unable to be replicated in failure analysis.

Event description:
Refer to h11 for follow-up information.